Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during a generator change there was no pacing output when the chronic right ventricular (rv) lead was connected to the new device. The rv lead was inserted three times; however, there was still no pacing output. The device was not implanted and a another device was used. No patient complications have been reported as a result of this event.